Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the causes of death are cardiac arrest, chf (congestive heart failure), and copd (chronic obstructive pulmonary disease).

Manufacturer narrative:
A partial lead of the connector portion measuring 19.1 cm was returned in one piece for analysis. Electrical testing and visual inspection did not find anomalies except for damages consistent with procedural damage.

Manufacturer narrative:
Correction: previously submitted supplemental MDR - date received by manufacturer should have been 12/18/2018 rather than 12/17/2018.